Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer said that after the catheter insertion (position right atrium), low flow was noted to be less than 300 ml/min. It was necessary to exchange the product.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.